Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2020. The user facility submitted a medwatch report for this event: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops of moisture were observed on the tubing of a clearlink system continu-flo solution set during infusion with 0.9% normal saline. It was further reported that a tiny hole was found on the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.